Event description:
The customer's mother reported that her daughter had experienced high blood glucose levels (482mg/dl) within the first day of activating a pod. In response to the high blood glucose's, multiple correction boluses were administered; despite this, her levels would not lower. She was taken to the hospital with ketoacidosis and blood glucose levels "in the 800's". It is unk what form of care she had received while at the hospital. The pod was removed at the hospital and will be returned for eval.

Manufacturer narrative:
The pod involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if blood glucose levels remain high four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance.